Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of the case was cracked at front corner and handle. Customer?s reported issue was not duplicated during start-up and occlusion test. The root cause of the reported issue was not determined because the issue was not duplicated. Actions taken to mitigate the reported issue: replaced ear clip, spring and opt coupler as a preventative measure. Parts were over 10 years old. UDI information is unknown.

Event description:
It was reported that system failure event occurred. No patient injury reported.